Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab visually evaluated the main printed circuit board and found that the solder joints had characteristics of being replaced and manually soldered and therefore no further investigation could be completed at this time.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the ventilator was giving ¿xdcr fault¿ (transducer fault) alarm continuously on the test lung. There was no patient involvement. The ventilator was crosschecked with a replacement main pcb (main printed circuit board) and the issue was resolved.